Event description:
It was reported that during a stenting treatment procedure a balloon rupture occurred. The target lesion was located in the moderately tortuous and non calcified chronic total occlusion of the proximal left anterior descending artery. The 4.0 x 8mm nc quantum apex was being used for post dilatation of a promus stent and ruptured on the first inflation at 16atms. The balloon was removed intact. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).